Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that she went to the emergency room yesterday with high blood glucose of 741 mg/dl. At the time of the call, the customer had blood glucose of 142 mg/dl. Troubleshooting found that the drive support cap was normal and found that the cannula was bent inside her body. The customer was currently at the hospital and troubleshooting will call the customer back as it appears that the call was disconnected.